Manufacturer narrative:
When the catheter was first received by boston scientific's post market laboratory the catheter was visually inspected and white marks on the handle were seen. Additionally, a photo of the white material was also provided to investigators. Based on all available information the allegation of foreign material was confirmed. The white material was consistent with adhesive used during the manufacturing process and thus the most likely cause was determined to be quality control during manufacturing. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
During preparation for a procedure dirt was observed on bundle part. It was reported that during a pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation in the left atrium a farawave catheter was selected for use. Upon unpacking, dirt was observed on the bundle part of the device. The catheter was replaced with another from a different lot, which resolved the issue. The procedure was completed without patient complications. The device will return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During preparation for a procedure dirt was observed on bundle part of the farawave catheter. It was reported that during a pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation in the left atrium, a farawave catheter was selected for use. Upon unpacking, dirt was observed on the bundle part of the device. The catheter was replaced with another from a different lot, which resolved the issue. The procedure was completed without patient complications. The device will return for laboratory analysis.